Manufacturer narrative:
An abbott technical service specialist (tss) was dispatched due to the customer reporting falsely decreased alinity I free t4 results on the alinity I processing module, serial number (B)(6). Through an extensive investigation, the tss inspected the analyzer and multiple troubleshooting procedures were performed including part replacement; however, a single definitive cause for the discrepant result was not found. The alinity I processing module, serial number (B)(6), was deemed the subject of the investigation. Issue resolution was verified with a passing qc run. No additional result issues have been reported since the service activity was performed. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics¿ complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased alinity I free t4 (ft4) results on multiple patients. The results provided were: sid (B)(6): 32yrs old female: initial= < 0.42 ng/dl /repeated= 0.92 ng/dl, sid (B)(6): 78yrs old female: initial= < 0.42 ng/dl /repeated=1.53 ng/dl, laboratory reference range for ft4=0.75 to 1.60 ng/dl, there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I free t4 (ft4) results on multiple patients. The results provided were: sid (B)(6): 32yrs old female: initial= < 0.42 ng/dl /repeated= 0.92 ng/dl. Sid (B)(6): 78yrs old female: initial= < 0.42 ng/dl /repeated=1.53 ng/dl. Laboratory reference range for ft4=0.75 to 1.60 ng/dl. There was no reported impact to patient management.